Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. On each instance, customer was able to successfully load a new cartridge and resume insulin delivery.